Manufacturer narrative:
Approximated to (B)(6), 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an accumax 200 laser fiber was used in a lithotripsy with holmium laser procedure on an unknown date. According to the complainant, during the procedure, the fiber near the tip was broken. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.